Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and patient¿s outcome could not be conclusively established through this evaluation. It was reported that heartmate 3 lvas, serial number (B)(6), was not explanted for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists renal dysfunction, other neurological events (not stroke-related), bleeding, and death as adverse events that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists neurologic dysfunction as a potential late postimplant complication that may be associated with the use of heartmate 3 lvas. Section 6 also provides information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range, as well as considerations for when there is a risk of bleeding. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away. The cause of death was vasoplegic and cardiogenic shock. The patient had contrast-induced nephropathy (cin) that required dialyses and presented with encephalopathy and failure to thrive on (B)(6) 2025. The patient was found to have large pleural effusion and underwent thoracentesis on (B)(6) 2025. On (B)(6) 2025, the patient decompensated and was found to have hemoglobin level of 5.1. Computed tomography revealed active extravasation in the right thoracic wall. Interventional radiology (ir) was performed showing right t6 intercostal embolization with laser-assisted vascular anastomosis (lava). Thoracic surgery was then consulted for assistance with management of hemothorax and chest tube was placed with 1.4l sanguinous drainage out. Ultimately, the patient required thoracotomy on (B)(6) 2025 for evacuation of hemothorax and lung decortication. Throughout this course, the patient suffered from multiple types of shock requiring high dose vasopressors including angiotensin ii. Many discussions were had with the family and a decision was made to transition to comfort foucused care. The death was not considered to be device related and the device operated as expected.